Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Correction: not reportable medical interpretation: lateral CT of lumbar fusion at l4/5 and l5/s1 with device and pedicle screws. Solid fusion is evident in biomechanical remodeling as would be expected after discectomy, bone grafting, and spacer placement. No evidence of any adverse event and malfunction. Good result!

Event description:
Medical interpretation: lateral CT of lumbar fusion at l4/5 and l5/s1 with device and pedicle screws. Solid fusion is evident in biomechanical remodeling as would be expected after discectomy, bone grafting, and spacer placement. No evidence of any adverse event and malfunction. Good result!

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device was implanted in a patient in an unspecified spinal procedure. It was reported that a patient developed bone erosion post-operatively at the l4-l5-s levels.